Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per dealer, axles are bent, one rear socket cup broke off and at least one if not both saddle clamps are broken.